Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On january 18, 2019, it was reported that the device was cutting deeper and the skin graft was thicker than normal. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was january 5, 2016 where it was reported that the device needed service and calibration and the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring, and calibration shaft were replaced. This is not a related issue. Product review of the air dermatome by zimmer biomet australia on january 18, 2019 revealed that the depth bar was found to have side to side and forward and backward play. The customer hose and width plates were not returned for evaluation. Product review of the air dermatome by zimmer biomet taiwan on january 28, 2019 revealed that the motor speed was within specifications. The calibration was out of specifications at all settings and the control bar was in the correct position. Repair of the air dermatome was performed by zimmer biomet taiwan on january 30, 2019 which included replacement of the motor, bearings, o-ring, seal, reciprocating arm, external e-ring, hinge throttle gasket. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet taiwan it was noted that the device was outside calibration specifications at all tested thickness settings. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet taiwan it was noted that the device was outside calibration specifications at all tested thickness settings. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to external contractor for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was cutting deeper and the skin graft was thicker than normal. There was no harm and no delay. No adverse events were reported as a result of this malfunction.